Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer would not boot up, it had an error and was unable to pull information. It was noted that the flex tape connection from the hard drive to the media processing unit was not seated properly. It was reseated and it was then verified that the issues were resolved. Concomitant medical products: product ID: r2290, software analyzer; product ID: r2290, software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.